Event description:
A customer reported the error message," replace sensor," when scanning the adc freestyle libre sensor. On (B)(6) 2019, as a result of the customer not being able to monitor their blood glucose, the customer lost consciousness received the first aide by emergency serviced and was treated with an injection of glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no issues were observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specifications. The dhrs for the libre sensor and sensor kit were reviewed. The sensor kit indicated by the serial number listed in this complaint is packed at a different site from the applicator and sensor assembly manufacturing. The DHR for the pack out process was reviewed along with dhrs for sensor and applicator manufacturing. The dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported the error message," replace sensor," when scanning the adc freestyle libre sensor. On (B)(6)2019, as a result of the customer not being able to monitor their blood glucose, the customer lost consciousness received the first aide by emergency serviced and was treated with an injection of glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the error message," replace sensor," when scanning the adc freestyle libre sensor. On (B)(6) 2019, as a result of the customer not being able to monitor their blood glucose, the customer lost consciousness received the first aide by emergency serviced and was treated with an injection of glucose for hypoglycemia. There was no report of death or permanent injury associated with this event.